Event description:
A consumer's daughter reported her mother's vision is worse following intraocular lens (iol) implant surgery. She stated prior to surgery, her mother had 92% vision loss and after surgery her mother has 93% vision loss. She reported her mother discussed the event with her surgeon and he informed her that "different patients react differently to the implanted iols, therefore, vision didn't improve in this case." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: results from the product history recorded review indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).